Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a loss of capture. It was noted that no out-of-range measurements were observed. Technical services (ts) recommended further evaluation by the field representative. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a loss of capture. It was noted that no out of range measurements were observed. Technical services (ts) recommended further evaluation by the field representative. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. The crt-d and ra lead were evaluated by the field representative. No ra loss of capture was observed, and atrial thresholds were in normal range. No further actions were taken.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.